Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a biopsy was performed that determined implant infection and dislocation.

Manufacturer narrative:
The associated complaint device was not returned. An investigation performed by our clinical medical team noted two radiographic images were provided, however, the dates of the images were not provided. Based on an analysis of the images provided, it appears that the pe patella is still in place however the tracking shows a completely lateralized patella. It can be concluded that mal-tracking of the patella could explain symptomatology. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.